Event description:
It was reported that bd insyte¿ autoguard¿ winged shielded IV catheter 22ga 1.00in (0.9 x 25 mm) the following information was provided by the initial reporter: " it was reported leakage beyond septum. "

Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with two photos of the issue for evaluation. A review of the device history record was performed for the reported lot, 0286259, and no quality issues were found during production. Our quality engineer reviewed the provided photos and observed that the device captured in them was a model that does not contain the blood control feature. There is no septum in the photographed unit to stop backflow of blood and use of this device in the same way would result in blood spilling onto the patient's arm and pad. Based off the provided photos the engineer was able to verify the reported issue but could not determine if the device leaked or was just the result of using the device. Without the physical sample available for testing a definitive root cause could not be determined. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ winged shielded IV catheter 22ga 1.00in (0.9 x 25 mm) the following information was provided by the initial reporter: it was reported leakage beyond septum.